Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1.2 was failed and required maintenance. A field service engineer reseated all cables and wires, cleaned inseparables, performed a reboot to resolve, and verified that the system was operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer 1.2 was failed and required maintenance. The customer reported that the malfunction caused a delay when the user tried to dispense medication to the patient and the user managed to get the medicines from another station. There were no adverse events or injuries reported based on this incident.